Event description:
It was initially reported that the patient had high impedance at recent appointment with a dcdc code of 7. It was also reported that the patient was having more seizures and they are increasing in duration. The physician feels that the increase duration is related to the loss of therapy due to the high impedance. X-rays are planned but they have not been provided to the manufacturer for review. The generator was turned off. The patient had a generator and lead replacement and the explanted product were returned to the manufacturer for review. Product analysis is planned but has not been completed. During surgery the surgeon attempted to remove and re-insert the pin prior to deciding to replacement but it did not resolve the issue. Diagnostics were with in normal limits after replacement. Attempt for additional information have been unsuccessful. Review of manufacturing records confirmed there were no unresolved non conformances found with the generator and lead prior to distribution.

Manufacturer narrative:
Device manufacturing records were reviewed. Review of manufacturing records confirmed there were no unresolved non conformances found with the generator and lead prior to distribution. Device failure is suspected, but did not cause or contribute to a death or serious injury.